Event description:
Patient admitted to the sicu status post open-heart surgery. Brought to unit intubated, during time on the ICU ett (endotracheal tube) popped off multiple times as described in recent recall. Ett appeared to be the old tube which was recalled. Old tubes were supposed to have been swapped out. Patient became unstable and needed emergent CT scan, tube required tape to stay in place in order to safely travel to scan. Etco2 (end-tidal carbon dioxide) was used at all times. Manufacturer response for et 7.5 tube, sheriden et size 7.5 tube (per site reporter). Ett is an ongoing issue. Specific product is not a part of teleflex's active recall.